Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer's basal rate, carb ratio, and correction factor settings requiring adjustments. Additionally, it was reported the customer had been using apidra insulin within pump supplies. Tandem technical support informed customer that apidra insulin is off label per the user guide. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.